Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that several threads broken and the needles pulled off. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: (B)(4): surgery 1. (B)(4): surgery 2. (B)(4): surgery 3. It was indicated that there are 10 devices involved across 3 different surgeries. Could you please confirm how many products are involved in each surgery? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency? 10 did the event occur during one or multiple patient procedures? The incident occurred on several patients with different operators what is the total number of procedures? 3 procedures have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? 2 ((B)(4) and (B)(4)) when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient consequence: delay, different technic, use of several sutures. The complaints (B)(4) was created because there are 3 procedures the single complaint was reported with multiple events. There are no additional details regarding the additional events. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.